Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with IFU which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. Under precautions, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined; however, based upon the available information it is reasonable to suggest that the root cause of the "foreign body" presence in the right atrium might be linked to the surgical procedure or to an eventual malfunction of the device. Without procedure information or the return of the complaint device, the root cause for a shaft separation leading to a fragment migrating to the right atrium is inconclusive. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Per the mw5063014, reported through the FDA voluntary event reporting process, the manufacturer was informed that the patient had multiple hd catheters placed during her admission. Three, of which were the cook medical micorpuncture introducer set. Twelve days after the last procedure using the micorpuncture set, the patient had a diagnostic computed tomography (CT) scan of the abdomen (abd) pelvis area to assess for ascites. During this CT scan, a foreign body was discovered in the right atrium. The retrieved foreign body appeared to be a possible micorpuncture set sheath. All three micorpuncture sets used on the patient were reportedly the same brand/model and all procedures were performed under fluoroscopy. Patient outcome is unknown as information was not provided by reporter.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per the mw5063014, reported through the FDA voluntary event reporting process, the manufacturer was informed that the patient had multiple hd catheters placed during her admission. Three, of which were the cook medical micropuncture introducer set. Twelve days after the last procedure using the micropuncture set, the patient had a diagnostic computed tomography (CT) scan of the abdomen (abd) pelvis area to assess for ascites. During this CT scan, a foreign body was discovered in the right atrium. The retrieved foreign body appeared to be a possible micropuncture set sheath. All three micropuncture sets used on the patient were reportedly the same brand/model and all procedures were performed under fluoroscopy. Patient outcome is unknown as information was not provided by reporter.